Manufacturer narrative:
A2: patients exact age is unknown; however, it was reported that the patient was over the age of 18. B3: exact date unknown, event occurred four years ago. D6b: 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2208500. Model: sc-2208-50. Serial: (B)(6). Batch: 203121/203589.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. No further information has been obtained despite good faith efforts.